Event description:
The manufacturer received information alleging a bipap vision alarmed for a ventilator inoperative condition and shut down while on a patient. The patient required manual ventilation and was placed on another device.

Manufacturer narrative:
The device was evaluated at the manufacturer's service center. The device's error log was reviewed and an error code was found which indicated a ventilator inoperative condition had occurred. The device's pca dc board was replaced to correct the problem. The bipap vision is an assist ventilator and is intended to augment the ventilation of a spontaneously breathing patient. It is not intended to provide the total ventilatory requirements of the patient. The bipap vision is contraindicated on patients with severe respiratory failure without a spontaneous respiratory drive and that are incapable of maintaining life sustaining ventilation in the event of a brief circuit disconnection or loss of therapy.